Event description:
During the gastrectomy procedure, staple malformed at 2nd firing. It was completed by additional suture. There were no adverse consequence to the patient. The device will be returned.